Event description:
A patient reported that they were experiencing a loss of therapy. It was reported that the patient¿s device was not working. The patient was to follow up with their healthcare provider (hcp) and was told to contact a manufacturer representative to be present at the appointment as well. It was noted that the issue started in (B)(6) 2016. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.